Event description:
Event description boston scientific received information that varying low impedance measurements and oversensing were observed for this chronic right ventricular lead. The physician suspected insulation damage and explanted the lead. A portion of the lead was explanted and a portion of the lead remained in the patient. There were no adverse patient effects. A new lead was successfully implanted.